Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility for investigation. The technician was not able to duplicate the reported problem. Subsequent functional verification testing was completed without an issue and the unit was returned to service. This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an alarm during procedure. There was no report of patient injury.